Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a frozen system monitor showing the number (4) was not confirmed. The system monitor, serial (B)(6), was not returned for analysis. The issue resolved after the was turned off and then back on. Additional information provided stated that the monitor was in patient use at the time of the event, there were no pictures of the screen available, and the unit is still in use. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024 no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that all parameters on the heartmate system monitor froze showing the same number (4). The monitor turned on normally when it was turned off and then back on. The monitor was replaced with another one. It was noted that the situation could have caused patient harm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.